Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of lo (less then 10 mg/dl) and 185 mg/dl within 10 minutes on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported the pt presented with cardiac failure (B) (6), severe aortic stenosis, and a maximum gradient of 70 mmhg. The valve was explanted and replaced with a 21 mm bioprosthesis from another MFR. The pt was reported to have died (date unk). Additional info has been requested.